Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal pulse generator change out. Upon interrogation, the right ventricular lead exhibited decreased sensitivity, and decreased impedance measurements. The physician elected to cap and replace the lead on (B)(6) 2018. The patient was in stable condition post-procedure.